Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19nov2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
Problem statement: customer reported device does not calibrate. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
B.4: 05dec2018. G.4: 04dec2018. Correction: b.5 additional information: e.1: added reporter phone number; g.3. Philip's field service engineer (fse) observed that when attempting to carry out the calibration it is imperative to find the leaks of the adapter. It is necessary to hold the pipe, since due to the test with several flows it starts oscillating and does not pass the test. Test is performed holding the pipes correctly , and obtaining satisfactory results. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The unit was back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the device does not calibrate. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.